Event description:
A report was received that the patient started to have weakness on the left hand after the lead was implanted. The physician believed the weakness was due to the procedure and not the device. Steroid injection was administered. The patient¿s strength was getting better in the left hand.